Manufacturer narrative:
Additional information. Multiple requests for return of the pump were issued to the customer; however, no information regarding pump disposition was provided and to date, (B)(4) has not been returned for evaluation. The report of suspected pump thrombosis could not be confirmed because the device was not available for investigation. Moreover, a specific cause for the reported elevated ldh as well as a direct correlation with the device could not be determined through this evaluation. Based on previous complaint experience, consistently elevated ldh levels could be indicative of potential device thrombosis; however, a specific cause for the elevated ldh could not be conclusively determined without a full evaluation of the device. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has had multiple hospital admissions due to elevated lactate dehydrogenase (ldh) and was symptomatic. The patient was treated with heparin infusion. The ldh was consistently elevated to approximately 900 u/l, and there was a high concern for device thrombosis. On (B)(6) 2017, the patient underwent pump exchange and tolerated the procedure very well. Due to the patient¿s surgical risk, only the pump was exchanged. It was reported that no obvious thrombus was seen. No additional information was provided.